Event description:
It was reported the PICC line was leaking from where the pink hub joins the extension line. The issue was detected while delivering chemotherapy to an oncology patient. There was no harm to the patient. The catheter had initially been inserted on (B)(6) 2021 and was removed on (B)(6) 2022. Another catheter was placed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one s-lumen PICC for investigation. Evidence of use was observed. The catheter appeared intentionally cut. Visual inspection revealed the distal extension line contained a hole directly adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. The catheter body length measured 17.5", which is not within the specifications of 21.716"-21.904" per the catheter product drawing. This indicates that at least 4.216" of the catheter were cut and not returned for analysis. The distal extension line outer diameter measured 0.09681", which is within the specifications of 0.093"-0.097" per distal extension line product drawing. The distal extension line outer diameter measured 0.057", which is within the specifications of 0.055"-0.059" per distal extension line product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush remaining lumen(s) with sterile saline solution, to establish patency and prime lumen(s)." Water leaked out of the hole in distal line. A device history record review was performed, and a relevant finding was identified. For material c-15802-005b, non-conformances were initiated for batch 13c20b1247 in regards to an extension line leak during use. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the PICC lines, therefore, the probable root cause is manufacturing related. A non-conformance has been initiated to further investigate this issue.

Event description:
It was reported the PICC line was leaking from where the pink hub joins the extension line. The issue was detected while delivering chemotherapy to an oncology patient. There was no harm to the patient. The catheter had initially been inserted on (B)(6) 2021 and was removed on (B)(6) 2022. Another catheter was placed.